Event description:
It was reported that five days after the implant procedure, the patient went to the clinic with an alarming device due to high right ventricular (rv) lead impedance (greater than 3000 ohms), no pacing with the current threshold setting, and low rwaves. The physician suspected a connection issue. The pocket was re-opened and the rv lead was reconnected to the device resulting in normal values. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6946m62, implantable defib lead, (B)(6) 2013. (B)(4).